Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. As soon as the serial number is known, it will be provided.

Event description:
A platinum was interrogated with 3.16. The session was ended and it took a long time to return to manager screen. Users perceived this as a freeze in the software.

Manufacturer narrative:
The conclusions are as follows: the logs files dated of the event date were not provided. Based on the files provided, the most likely hypothesis would be that: ECG management issue related to the smartecg pairing. When it is paired but not online, this can induce a slow end session procedure. To confirm this hypothesis, some points should be verified as follows: confirm that an ECG is paired but not online; confirm that the interrogation was done in inductive telemetry; confirm that the period to end the session was too slow at the event date.

Event description:
A platinium was interrogated with 3.16. The session was ended and it took a long time to return to manager screen. Users perceived this as a freeze in the software.